Event description:
Physician was perparing to circumcise baby. Applied the mogan clamp and went to tighten the device and the foreskin was sheared off. Circ site looked ok afterwards and no action was needed. Blade should have been used to remove the foreskin instead of skin coming off.